Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector had flow issues. The following information was provided by the initial reporter: the IV flush is flushing back.

Manufacturer narrative:
Correction of the lot number from 2509995 to unknown since the originally reported lot was incorrect and did not match any manufacturing records. Investigation result: one mz1000 sample was received without packaging for investigation; residual fluid was present within the returned device. The customer reported that the affected sample was from lot 250995, however this did not match the manufacturing record for the product. The customer reported that "the IV flush is flushing back.". No connecting products were received to assist the investigation. The returned sample was subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe and no restriction or occlusion of flow was observed. The sample was then further subjected to pressure testing, however no leakage was observed from the component throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Please note the maxzero is not a back check valve and under certain circumstances it is possible for fluid to back flow into the maxzero. As stated in the directions for use "flush the maxzero after each use with normal saline or in accordance with facility protocol." And "failure to properly prime the device can result in reflux". A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the mz1000 product.

Event description:
No additional information.